Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. H10: corrected data = h1: MDR decision - not reportable. Upon review of the information provided, it was concluded that this event does not meet the defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was received: does the surgeon believe that there was an alleged deficiency of the ecs29a device that contributed to the reported issue or were there other contributing patient factors? No. Please clarify what is meant by, ¿nurse deployed trocar?¿ nurse opened trocar into rectal stump with surgeon guidance what is the experience of the nurse who ¿deployed the trocar?¿ nurse has previously done this according to the cns of general. Patient's current status if known? Unknown. Any changes to patient's post-op management? Unknown.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Please explain what is meant by, ¿nurse deployed trocar?¿ what is the experience of the nurse who ¿deployed the trocar?¿ does the surgeon believe that there was an alleged deficiency of the ecs29a device that contributed to the reported issue or were there other contributing patient factors? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a low anterior bowel resection, ular ¿ surgeon fired the cs40g quite low down -? 1cm above the dentate line. Normal firing and staple line complete. Surgeon inserted ecs29a and positioned, returned to top end to check positioning. Nurse stabilized circular and deployed trocar. As surgeon was attaching anvil the circular came through the contour staple line. Coloanal anastomosis used to complete procedure. Surgery was delayed by 180 minutes but successfully completed with no fragments generated.